Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pto leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. The kit lot number was not provided; therefore, a batch record review was not performed. Trends were reviewed for complaint category, pto leak. No trends were detected for this complaint category. The kit was not returned. Visual inspection of the customer-supplied photograph shows blood near the filter inside the pto. The customer did not identify the leak site in the supplied photograph. All tubing, bond joints, and weld joints are 100% leak-tested as part of the final kit. The kit must pass to receive a programmed smart card. The filter weld is also 100% leak-tested as a subassembly. The exact location and cause of the leak cannot be determined from the information provided. The requested device history record (DHR) could not be performed due to the smartcard/lot number not having been provided. The complaint kit was not available for evaluation; therefore, the root cause of the pto leak could not be determined. As a precaution, retraining was completed with all bonding operators on 03/feb/2026. No further action is required at this time. This investigation is now complete (B)(4). (B)(6) 2026.

Event description:
The customer contacted therakos to report a pump tubing organizer (pto) leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the pto leak occurred during the procedure. The pto leak was right below the reservoir, to the left of the return. It was small, slow and still enclosed within the cassette. Therakos recommended to the customer not to return blood to the patient. The customer has not provided the kit information. The customer did return photographs for investigation. There was no report of patient harm associated with this event.